Manufacturer narrative:
Protector rotation adjusted; device returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the x-ray field narrowed and a protector rotation issue was identified on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.